Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00036. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Information provided indicated that in addition to the pump exchange on (B)(6) 2016, the patient also had an unreported (B)(6) driveline infection. The duration of the infection was not reported. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.